Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the native valve bulky calcification caused the balloon to burst. There was no allegation or indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, upon full inflation on a 26mm sapien 3 valve, the balloon ruptured on a ¿rock of calcium¿ on the native valve left coronary cusp. The delivery system had been prepared with nominal volume. The valve was deployed in good position with no paravalvular leak (pvl) or central leak noted. Post dilatation was not required. There was no root or vascular complication.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Upon full inflation on a 26 s3 valve, the balloon ruptured on a rock of calcium in the left cusp. Valve was deployed in good position with no root or vascular complication. The delivery system was thrown away.